Event description:
Boston scientific received information that this right atrial (ra) lead with a competitor device exhibited low, out-of-range (oor), pacing lead impedance measurement of less than 200 ohms. Noise was also observed. Subsequently, the patient will be scheduled for a lead revision. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.